Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level (356 mg/dl) and the ketone level was high. The cause of the high bg was not known. The customer was treated with intravenous fluids. The customer was not admitted to the hospital and after 4-5 hours left the ER with a bg of 170 mg/dl. The customer felt better.